Manufacturer narrative:
This report is submitted on october 19, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
It was reported that the patient developed fluid at the implant site. Subsequently, the patient reportedly underwent three procedures to drain the fluid (dates not reported).